Event description:
Alleged event: on (B)(6) 2014, the patient had urologic surgery (varicocelectomy). He was discharged from the facility. Later that same day, he returned to the ER. He reported that he had heard a pop. When he reached the hospital he was suffering from an acute loss of blood and acute liver failure. He had additional surgery. The clip could not be located. He also had to have ischemic bowel removed. Two packages of clips were opened during the surgery. The patient's condition was reported as unknown.

Manufacturer narrative:
The device sample is reportedly unavailable for manufacturing investigation. The device history record review investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend similar complaints.